Event description:
30 year olds female patient taken to or for a right oophouctomy and vaginal hysterectomy. Oophorectomy was accomplished through wolfe laparascope with use of ethecon trocar (dispos autosuture gia stapler). Utilized at surgical site of oophouctomy patient developed signs of post -operative bleeding, and returned to or for expeoratory laparotomy and staple line was disrupted and this was in fact site of post-op bleeding.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, use of all similar devices stopped permanently. The device was destroyed/disposed of.